Manufacturer narrative:
The customer called requesting assistance in obtaining info from the transfer list following a pt incident. The customer does not allege that the equipment contributed to the incident. The response center provided phone assistance to help the customer. No onsite service was provided for this call. The available info does not support that there was a malfunction, design or labeling problem. The central station labeling (IFU) adequately describes the archiving and printing of retrospective data.

Event description:
The customer called requesting assistance in obtaining info from the transfer list following a pt incident.